Manufacturer narrative:
Additional information which was not included with initial report has been provided in h7 and h9 with this report. Unit was received with battery cap and found missing battery cap contact. Pump was received working, however, pump began to alarm pump error 24 and critical pump error (open book image). Verified critical pump error due to consecutive pump error 24 alarms in the pump history download on (B)(6) 2023 between 10:16 and 10:26 due to moisture damage to the electronic stack. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to force sensor, pcb1 board and pcb2 board during visual inspection. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of belt clip rails, broken belt clip rails, cracked belt clip rails, cracked case (battery tube), peeling serial label, keypad overlay texture damage, battery cap contact missing. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to pump error 24. Pump error 24 is confirmed due to occurring during testing and due to moisture damage on the electronic stack. Exposed to moisture is confirmed at the electronic stack and force sensor. Cosmetic damage is confirmed at the unspecified area. Additional cosmetic damage is noted on unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer went to pool with the pump and it stopped working. Customer reported pump cracked on the back. Troubleshooting was performed. Customer confirmed fluid present under the screen. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The pump will be returned for failure analysis.